Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she has been hospitalized several times due diabetic ketoacidosis. Customer didn't recall the details or when was the most recent event. Customer did recall her blood glucose and the most recent might have been a month or two ago. Doctor stated the cause of diabetic ketoacidosis was bent cannulas. Customer was wearing the device at the time of the hospitalization. Customer is not returning the device for further analysis.